Manufacturer narrative:
Button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and they were unable to clear the alarm. The customer did hold the button down for three minutes or greater. The buttons were unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.